Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. Review of the event history log (ehl) identified a travel reverse error. Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due worn-out clutch parts. As a result, the pump is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The device passed all functional testing after repair.

Event description:
It was reported that the pump motor drive issue and loud clicking sound identified. There was a patient involvement/ no adverse event reported.